Event description:
During an attempted implant of an [(B)(6) lead] in the deep septum/left bundle branch area pacing on a patient with known amyloidosis, we were unable to achieve appropriate pacing parameters with multiple attempts which resulted in the physician electing to remove the lead in hopes of a better attempt. During attempted removal, he noted that he could not get the lead to disengage the septum. On fluoro, you could see the proximal end of the helix had become stretched, while the distal end of the helix had become malformed. With steady counter pressure on lead, forward pressure on sheath [large], and steady counterclockwise lead body rotation, we were finally able to free up the lead. He then elected to implant a medtronic 3830/69 lead in a similar area to achieve lbbap (left bundle branch area pacing) and although the mdt lead was implanted. It also did not appropriately core the septum resulting in a wide qrs with lbbb type pacing pattern. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).